Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed.

Event description:
A corpak enteral feeding tube was placed. After placement, an x-ray was taken to verify placement. The radiologist alerted the nursing staff that the feeding tube was noted to be in the lung. The pt developed a pneumothorax. The corpak tube was removed and a chest tube was placed. The pt was then chemically paralysed.